Event description:
It was reported that the battery contact in the blood glucose monitor "sparked" when the patient tried to insert the battery.

Manufacturer narrative:
While the battery compartment and pcb showed signs of fluid intrusion or battery leakage, the investigation did not show any sign of melting or burning. As the meter has already performed 638 measurements, such contamination could not occur during manufacturing process, rather in customer hands caused by use error.